Manufacturer narrative:
This micromanipulator was not returned for analysis; however, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation, it was identified that the acuspot 712z was attached to the end of the arm with the blue coupler and 2 dots were seen while focusing the field of view through the dichroic mirror. The laser was fired to verify if there were 2 burn spots; and there was only 1 burn spot. Therefore, the mirror and all the optics internal to the acuspot were cleaned however there were still 2 dots in the field of view. A new dichoric mirror was ordered due to it is likely that the dichroic mirror was defective leading to the reported event, so the reported complaint was confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure.

Event description:
It was reported that during setup, there was an aiming beam issue. The aiming beam was aligned but showing 2 laser dots before firing laser when hooked up to the acuspot 712 micromanipulator. The alignment was correct, but the damage to the dichroic mirror was the cause of the 2 dots. The misaligned device was the micromanipulator. There was no procedure and no patient involved.